Manufacturer narrative:
This initial emdr is being submitted to FDA as a reportable event that occurred in the USA. Posterior capsule rupture is indicated as a potential adverse event related to iol implantation, as covered under the warnings section of the product's instructions for use (IFU). B1pc: pkg-19-388 00 i51-09-153.01_b1py, b1pc. Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Intra-operative complications: posterior capsule rupture, explantation. Lead haptic unfolded inferiorly and broke the bag and doctor had to perform a vitrectomy. Product replaced with another lens immediately during surgery. Patient impact: device explantation.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for an event that occurred inside of the USA. The report includes additional information not available/included in the initial report. The product was not returned to the manufacturer and appearance check was not performed. No abnormalities were found in production and inspection records of the product.(serial no.: (B)(6); model: b1pc). From our investigation, we couldn't confirm the reported event. The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality.

Event description:
Intra-operative complications: posterior capsule rupture, explantation lead haptic unfolded inferiorly and broke the bag and doctor had to perform a vitrectomy. Product replaced with another lens immediately during surgery. Patient impact: device explantation.